Event description:
It was reported that no readings", "sensor error" or "brief sensor issue occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on 2025. On (B)(6) 2025, around 11am, while at the mall, the patient started feeling dizzy. A saleslady also noticed the patient was not feeling well. The patient's cgm was reading 45 mg/dl and then went into a brief sensor error state. It is unclear if the patient had been experiencing the sensor error prior to the cgm value of 45 mg/dl. No bg meter reading was taken. The saleslady helped the patient to her car. After a few minutes, the sales lady went back to check on the patient and found her passed out. She had the parking area security guard help her unlock the patient¿s car door. The saleslady gave the patient some orange juice and (2) glucose tablets as treatment. The patient did not seek any assistance from a higher level of care. After treatment the patient recovered and went home. Once at home, the patient removed her sensor and she was reportedly ¿feeling fine¿. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).